Manufacturer narrative:
Initial and final MDR 1912334 - MDR 3003442380-2024-14218 - device 2 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion sets fell off during use events on (B)(6)2024. The infusion sets were in use for half day to 2 days. The patient resolved all the events by replacing all the infusion sets and resumed insulin successfully. No further information available.